Event description:
St jude medical was informed that this person had died, cause of death was unk. No details regarding cause of death were attainable from the physicians. St jude subsequently requested and received a death certificate. The certificate lists ventricular fibrillation as the immedidate cause of death with cardiomyopathy as a condition leading to the ventricular fibrillation. This person died as an inpatient. There has been no report from the user facility that the device had failed to convert an arrhythmia. Co is, however, reporting the death because co has neither the device nor any associated data or electrograms which would enable co to conclude that the device did not contribute to the death.